Event description:
The customer reported that on (B)(6) 2011 erroneous, low glucose (glu) results were generated on a unicel dxc 600 synchron system for three patient samples. Upon critical rerun on the same instrument, the results were higher, considered valid, and reported out of the laboratory. The customer replaced the glu reagent cartridges and indicated that the problem had not reoccurred. The erroneous initial result was not reported out of the laboratory and hence there was no death, serious injury or change to patient treatment associated or attributed to this event. Instrument glu quality control (qc) and calibration results were recovering within customer specifications during the timeframe of this event. No additional system, patient or sample handling/collection information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer replaced the chemistry cartridge probe, clinical chemistry sample syringe and 3 way valve. The instrument was returned into service after the completion of the necessary repairs. Hardware appears to be the root cause of this event.